Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2005. Subsequently, a revision procedure was performed on (B)(6), 2012 due to pain. The acetabular cup and modular head was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain."evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00705).

Manufacturer narrative:
The articular surface of the cup showed evidence of scratching. There was no evidence of changes in surface contour at the edges of the contact area, from which it is inferred that wear rates were not excessive. An approximately 1.3mm diameter pit was observed near the pole of the bearing surface, possibly from embedment of a third body. Worn indentations or deformation marks were visible at the rim of the bearing surface. It is possible that this wear or deformation might have occurred due to dislocation or subluxation of the head. Indentations were also observed at two other locations on the front face of the cup. Root cause for the patient's reported pain could not be determined.